Manufacturer narrative:
(B)(4). The 510(k): the bc060 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt212 breathing circuit was tested using a multimeter. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire became open circuit post production. (B)(4).

Event description:
A hospital in (B)(6) reported that a bc060 single-heated breathing circuit was found to be open circuit. The humidifier alerted the staff to the fault during setup (prior to patient use).